Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the patient provided statement reports the events surrounding the patient's complaint. All of the provided documents to date have been reviewed. However, per the legal department's recommendations, a thorough medical investigation cannot be rendered without the requested relevant clinical documents. The reported retained pin is an implantable device. However, without the request clinical information the location of the retained pin is unknown. Therefore, it is unknown if micro-motion and/or migration and local irritation/discomfort will occur. No further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a day after the first revision surgery performed on (B)(6) 2017, a pre-operation CT showed that right femur was fractured due to breakage during surgery or jiggling. Patient received pt with guided exercises to regain strength. Surgeon was unable to remove a pin that had dropped through the fracture.